Event description:
On (B)(6) 2019, the patient contacted lifescan (lfs) alleging that her onetouch verio flex meter had developed a power issue - meter does not turn on. The complaint was classified based on customer care advocate (cca) documentation. The patient stated that the alleged product issue first began about the (B)(6) 2019, on an unspecified time. The patient manages her diabetes with insulin no adjustments and made no change to her usual diabetes management routine in response to the alleged product issue. The patient reported that "about 2 days after" she developed symptoms of "diminished sight, strong headache and higher blood pressure". The patient denied that she received any treatment. At the time of trouble shooting, the cca confirmed that this was the first time the meter was being used and the correct test strips were being used. Based on the information provided, there was no misuse of the product and the batteries did not need to be replaced. The cca noted that the patient was using the correct test strips and when the patient pressed the power button the meter did not turn on. The issue remained unresolved. The patient's products were replaced. This complaint is being reported because the reporter claims the patient was unable to test her blood glucose due to the reported issue and reportedly developed symptoms suggestive of a serious injury adverse event after the alleged meter issue began.